Event description:
The physician was attempting to deploy a 2.25 mm diameter x 30mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a hard calcified lesion in a patient. It was reported that upon insertion, the physician battled to get it inserted and the catheter and the stent bent inside the patient. The whole device was removed from the patient; however, the delivery system broke. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between marker bands as per specification. The catheter had detached 24cm distal to strain relief.

Manufacturer narrative:
Results: patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, calcified lesion). (B)(4).